Event description:
Information was received indicating that this ambulatory infusion the pump kept alarming for blockage. It was reported that the pump alarmed in the morning. There were no kinks in tubing and the patient was able to restart. Then the pump alarmed second time in the day for blockage. The patient switched to back up pump. . It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.